Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet, the patient did not announce a meal of eggs with vegetables and subsequently received correction doses when blood glucose was 251 mg/dl; no physical activity occurred around the event, and the scenario was addressed through meal announcement education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interaction with the user interface, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.